Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy, the stapler locked on tissue. The or staff retrieved another stapler handle, detached the original handle and placed the retrieved handle on the adapter in an effort to recalibrate the device to open the jaws. This did not work. The surgeon then used the manual retractor tool. At this point, the reload began to articulate on its own and internal components popped out of the joint. The retractor tool did not work in opening the jaws. The jaws of the instrument remained locked on tissue and would not open. To correct the condition, a manual stapler was fired lateral to the locked reload between the reload and the stomach. Then another firing of the same reload was fired on the other side of the locked reload then another at the distal end, and the locked reload was resected. The current patient status is okay. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. There was a delay in surgery time. There was no adverse event as a result of delay in surgery. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine photos received from the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the photographs. The reported condition for this incident was the instrument locked on tissue and sulu broke during a sleeve gastrectomy. Photo one shows a black reload clamped on a piece of tissue with its I-beam advanced. Photo two shows a reload with a herniated knife-bar and broken blow out plate. Photo three shows a reload with a herniated knife-bar and broken blow out plate clamped on tissue. Photo four shows a reload attached to an adapter clamped on tissue. A trocar surrounds the adapter shaft. Photo five shows a reload with a herniated knife-bar and broken blow out plate inside of a cavity. Photos six, seven, and eight show a handle with an illuminated handle status light illuminated. Functional evaluation could not be performed as only photos were returned. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the herniated knife bar, broken blowout plate, and locked on tissue conditions. The reported condition was confirmed. The file will be closed as cannot be reliably determined. Potential root cause for the broken blowout plate and herniated knife bar may stem from the device being articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The extent that which this contributed to a locked on tissue condition cannot be determined through photos. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.